Event description:
Patient reported left side moderate pain. Healthcare professional later reported no complaint against the device. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: pain. Information contained in this report was previously submitted through [asr/psr/410psr] on 01/30/2009.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe, since it is not related to the device. As per the investigation procedure: deformation and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left side moderate pain. Healthcare professional, later reported, no complaint against the device. Device explanted.